Event description:
According to the reporter: after insertion into body cavity the pouch could not be found. The metal ring was also not properly connected. Surgery time was delayed by more than 30 minutes. The device was replaced and no further issue was reported.